Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered up in the incorrect mode and the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device clinical logs indicated a shock advised and continued to recommend the energy be delivered. The device will continue to advise a shock until the shock button is either pressed or the defibrillators' hold time has expired. Therefore it was determined the device performed to specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.